Manufacturer narrative:
Manufacturing and product development evaluations were conducted. A review of the device history record indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The helical blade coupling screw was received in two pieces and was broken where the knob and shaft intersect. The fracture surface is homogenous with a continuous weld bead which indicates material uniformity and good weld penetration. The shaft connection is still welded into the knob. The weld between the shaft and the base of the knob has a hairline crack around approximately half the circumference. There are numerous dents on the top and edges of the knob. The threads on the end are still intact and a helical blade was successfully attached to the coupling screw during this evaluation. There are several minor surface scrapes and scuffs on the shaft that are consistent with field use. The helical blade coupling screw is hammered repeatedly as part of the technique to insert the helical blade. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened could result in loading conditions that may lead to breakage. The returned device was manufactured in september 2006 and is over 6 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. A review of the product design/drawings showed the coupling screw design to be acceptable for the intended use.

Event description:
A report was received regarding a sub-trochanteric femur fracture procedure. While the surgeon was inserting the helical blade, the knob broke off of the connecting screw. All pieces were retrieved. The surgeon completed the procedure without using another connecting screw. Surgery was extended by approximately 45 minutes. It was reported that the patient was recovering well.